Manufacturer narrative:
The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Review of the run data file did not show a definitive root cause for the higher than expected wbc count of the platelet product. Signals showed that platelets exited the chamber 24 minutes after the valve was opened. Signals from the rbc detector show that during the remainder of the procedure, platelets were collected at a lower concentration than expected. Platelets were not exiting the chamber as expected and it is possible that an escape of wbcs from the lrs chamber occurred during the procedure which may have contributed to the higher than expected wbc content in the platelet product. Based on available information, it is possible that this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf did not show a definitive root cause for the higher than expected wbc count of the platelet product. Signals showed that platelets exited the chamber 24 minutes after the valve was opened. Signals from the rbc detector show that during the remainder of the procedure, platelets were collected at a lower concentration than expected. Platelets were not exiting the chamber as expected and it is possible that an escape of wbcs from the leukocyte reduction chamber (lrs) occurred during the procedure which may have contributed to the higher than expected wbc content in the platelet product. Based on available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.